Manufacturer narrative:
Event was inadvertently reported. This a not reportable event. Event was inadvertently reported. This a not reportable event.

Event description:
It was reported that the pump touch screen was cracked and able to interact with the pump there was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.